Event description:
The user facility reported that during a therapeutic colonoscopy with polypectomy, the users had observed muscle spasms and contractions in the patient's buttocks when the device was activated to apply cautery. The single use patient ground pad was said to have been replaced, but the muscle contractions were reportedly still observed. The procedure was successfully completed using the same electrosurgical unit. The users also reported that the pulse cut settings were low when the device was set to monopolar 120. There was no patient injury reported.

Manufacturer narrative:
The esg-100 electrosurgical generator was returned to olympus for evaluation. The device was tested using a test ground plate and footswitch, and did not duplicate any anomalies in energy output. The device passed all standards tests and procedures. The device will be returned to the user facility. The exact cause of the user's experience could not be conclusively determined. This report is being submitted in abundance of caution.